Event description:
It was reported that the customer received multiple error codes and then the c-arm slowly moved on its own to the lowest position. No injury reported. A field engineer was dispatched to the site and determined the left switch bank needed to be replaced. Once that was completed the system was working as intended.